Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with defibrillation electrodes. The customer reports that after cleaning and drying the skin, the electrodes were applied to a pt while in cardiac arrest. They were being used to potentially shock the pt. The customer noticed that the pads were bunching up on the pt and removed them. They then applied a different set of pads to the pt that were made by a different MFR and within 5 minutes were advised to shock the pt. The pads were being used in conjunction with a physio lifepak monitor. The customer further reports that the pt expired.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.